Event description:
Stabbing in the cheek with internal metal shaft [mouth injury] heads are falling off while brushing-oral-b toothbrushes [device breakage] . Case narrative: consumer via e-mail reported that toothbrush heads are falling off while brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.